Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low results for ast, alt, glucose, sodium, potassium, and chloride. It was unclear how many samples were involved. Data was only provided for glucose, potassium, chloride, and sodium. The initial glucose result was 10.9 mg/dl and the repeat result was 91.5 mg/dl. The initial potassium result was 2.42 mg/dl and repeat result was 4.05 mg/dl. The initial chloride result was 57.0 mg/dl and the repeat result was 103.6 mg/dl. The initial sodium result was 85 mg/dl and the repeat result was 143 mg/dl. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The glucose reagent lot number and expiration date were requested but were not provided. The potassium electrode lot number was h58. The expiration date was requested but was not provided. The chloride electrode lot number was k52. The expiration date was requested but was not provided. The sodium electrode lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.